Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left hip. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device not returned due to hospital policy. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient has a revision of left hip.

Event description:
Patient has a revision of left hip.